Manufacturer narrative:
Date of event is an unknown date in 2019. This report is for an unknown fns bolt/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on july 5, 2019, the patient underwent a reoperation in which the surgeon removed femoral neck system (fns) implants and bipolar hip arthroplasty was applied. On (B)(6) 2019, a surgery for the femoral neck fracture (garden classification: l) was performed with the fns. Around (B)(6) after rehabilitation, the patient fell in the garden. When the patient visited a hospital because of the fall, no fracture was observed. However, on (B)(6) 2019, cutout of the implant was found by x-ray which was taken because the patient visited the hospital reporting hip pain. Concomitant devices: fns plate (part: unknown, lot: unknown, quantity: 1), locking screw (part: unknown, lot: unknown, quantity: 1). This report is for an unknown fns bolt. This is report 1 of 2 for (B)(4).